Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set was leaking where the drip chamber meets the tubing. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure and clear passage under water tests which observed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber did not meet specifications. Additional priming was performed with sterile water which observed a leak at the affected area. Dimension testing was performed at the tubing which met specifications. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.